Event description:
A physician reported that a patient had a vns battery removal due to the device being disabled and the family wanting it removed. After follow-up was performed, it was identified that the device was "visible" and that was why the family wanted the device removed (protrusion). Additional information was provided that the device was not disabled but the generator battery was depleted due to normal battery depletion. The explanted device has not been returned to date.

Event description:
Information from the patient's treating physician was provided stating that the reason for the patient's surgery was due to the mother's request. The device was reportedly protruding due to the patient's thin stature.